Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 4/4 of her automated peritoneal dialysis therapy. Reportedly, the home pt disconnected from the homechoice machine accidentally. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt discontinued therapy. No pt injury or medical intervention was associated with this incident per the home pt's nurse.